Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen procedure, the device was difficult to load, and seems that the needle was not loaded properly so the needle fell out, outside the patient. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.